Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that when the distal end was entering the ureteral stent, severe exfoliation occurred with the guide wire. The customer had no confidence on the product and discontinued use of the product. Currently, the customer did not use the product, thinking there was a high operation risk. Per additional information received from sales representative on 03apr2023, stated that when the guide wire was used during the operation, there was no problem with the first insertion, but the guide wire needed to be adjusted. But during the second insertion, the hydrophilic coating on the surface of the guide wire appeared peeling and it was stopped being used. The guidewire was not continued to use, and continued the operation after changing the guide wire or changing the brand. The guidewire was completely removed from the patient and no pieces residual in the patient. However, doctors had poor experience in using the guide wire, and it significantly increased the operation time and operation risk. The doctor said that they had no confidence in continuing to use the bard guide wire. And this kind of situation had appeared in the past three months or so, does not occur in every surgery, and it would happen occasionally from time to time.

Event description:
It was reported that when the distal end was entering the ureteral stent, severe exfoliation occurred with the guide wire. The customer had no confidence on the product and discontinued use of the product. Currently, the customer did not use the product, thinking there was a high operation risk. Per additional information received from sales representative on (B)(6) 2023, stated that when the guide wire was used during the operation, there was no problem with the first insertion, but the guide wire needed to be adjusted. But during the second insertion, the hydrophilic coating on the surface of the guide wire appeared peeling and it was stopped being used. The guidewire was not continued to use, and continued the operation after changing the guide wire or changing the brand. The guidewire was completely removed from the patient and no pieces residual in the patient. However, doctors had poor experience in using the guide wire, and it significantly increased the operation time and operation risk. The doctor said that they had no confidence in continuing to use the bard guide wire. And this kind of situation had appeared in the past three months or so, does not occur in every surgery, and it would happen occasionally from time to time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned